Event description:
The facility's biomedical engineer reported an infusion pump with a 500:320:717:0000 failure code and a 812:05 failure code on channel a. No patient injury or medical intervention was involved. No additional information was available regarding patient age or status or whether the device was on a patient at the time of the reported conditions.